Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.the device was received and evaluated at the service center. The reported complaint that the device showed error code : 200.67 was confirmed. The device was diagnosed and repaired using spare parts. It was tested and found to be working according to specifications. Faulty parts of the device has caused the error code to be displayed on the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot. An mre review was performed and results obtained as follows : product code : 225024 serial number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during the demo, when start the vapr vue generator it shows alert code 200.67. It will be repaired in (B)(6) cts, not return to opoc. There were no adverse consequences to the patient. It is jjms commercial sample.